Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that the cap had molding defect. The following information was provided by the initial reporter. The customer stated: "poor injection molding of blood collection tube cap."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged hemogard shield was observed. Additionally, 30 retain samples were subjected to a visual inspection for damaged hemogard shield, with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for damaged hemogard shield based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that the cap had molding defect. The following information was provided by the initial reporter. The customer stated: "poor injection molding of blood collection tube cap."